Manufacturer narrative:
H3/h6: the biopsy needle was returned and analyzed. The biopsy needle was slightly bent near the tip, but otherwise functional. The biopsy needle had normal tracking when used with a known good system. Codes b01, c19, and d14 apply. G2: foreign country - slovenia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the biopsy needle was not detected by navigation. When replaced with another needle, everything was okay with the same registration. There was no reported impact on patient outcome. Additional information was received. It was reported that the biopsy needle not being detected by navigation was related to tracking. The suspected cause of the issue was that the spheres were incorrectly placed. There was no reported delay to the procedure due to this issue.